Event description:
The account alleges the clinician noted there was a pericardial effusion and the patient was tapped and CT backup was called in. The patient was admitted to the hospital. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.